Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a circumflex artery. A non-abbott stent was deployed when a dissection (perforation) occurred. A 2.8 x 19 mm graftmaster was being advanced to the lesion when it could not cross through the plaque in the vessel. Three graftmaster covered stents (3.5 x 16 mm, 3.5 x 19 mm and 2.8 x 16 mm) were deployed to successfully seal the dissection. There were no adverse patient sequelae. No additional information was provided.